Event description:
It was reported that customer is deceased as of (B)(6) 2014 for reasons unknown. It was also reported that the insulin pump alarmed no delivery according to the alarm history. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data is provided below: the daily total insulin averaged from 57.45 to 77.60 units, total basal from 33.05 to 33.60 units and total bolus from 24.0 to 44.0 units. Two weeks of data were listed for the date of (B)(6) 2015. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, a scratched reservoir tube window, and minor scratches on the lcd window. No cracks near the battery compartment noted.